Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 11 months. The modular cable is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement modular cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the modular cable was exposed to strong heat on (B)(6) 2017, when the patient was changing logs in an oven. The silicone layer was discolored and burned in some areas. There was no reported impact to pump function or to the patient. The modular cable was exchanged. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of discoloration of the outer jacket layer of the modular cable was confirmed. Examination revealed discoloration along a large section of the modular cable with visible indentation, which appeared consistent with the report of heat exposure. However, the underlying wires were not exposed and the modular cable passed all electrical testing without any issues. The returned modular cable was tested together with laboratory test equipment and the modular cable was able to support the test system without any alarms active. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.